Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the consumer¿s issue had been resolved and both devices were working for the consumer. The consumer further reported there was no infection which the consumer further clarified stating ¿the infection wasn¿t related to the device.¿

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient fell on the spinal cord stimulator (scs) implant in (B)(6) and now it wasn¿t working. Following the fall x-rays were performed as far as the tailbone and everything was fine, but it never dawned on them that there could be a problem with the scs after the fall. However, now that the patient had chronic pain where the implantable neurostimulator (ins) was and couldn¿t get themselves up and down off the toilet (which they could normally do). The patient also had an infection, possibly at the implant site, so when they were taken into the hospital several different tests were performed to determine exactly where the infection was coming from since they thought it could be pneumonia, but it wasn¿t. Blood work was also performed during this time with the patient¿s white blood cell count being up over 23, but they weren¿t sure if the issue was coming from the stimulator or not since the patient also had a urinary tract infection, but the last the consumer heard was they were suspecting the implant as well. On (B)(6) the consumer called back and reported a CT scan was performed and no infection was found, but the patient was still in the hospital. The hospital wanted to get the patient up and move them, but they couldn¿t do it because the device wasn¿t helping with the lower back pain. According to the consumer the hospital called the manufacturer¿s representative (rep) who told them ¿it couldn¿t be corrected and needed to be replaced,¿ but it was unsure how this was determined since no one came to check the implant or lead impedance values. Currently the hospital wanted to send the patient to rehab to help them walk but due to the lack of pain relief this wasn¿t an option. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.